Event description:
Pt had a radio-frequency treatment mid-2011 and reports sustaining burns to the face as a result of damage to a treatment tip. The pt was prescribed an anti-inflammatory and a topical steroid to aid in her healing. The burns have healed; however, later the pt reports surface irregularities (described by pt as "divots") have formed on her jaw line. The facility has suggested fillers to reduce the appearance of "dimples" along the jaw line.

Manufacturer narrative:
The clinic indicated the tip had been discarded; however, their treatment notes mentioned the tip was damaged. The user manual lists surface irregularities as a possible pt reaction. Surface irregularities are variously described as (localized) "small dents in the surface of the skin," "rippling," "ridging," "waffle patterns," or "fat loss" (covering a larger surface area). Frequently, surface irregularities are not evident immediately post-treatment, but show up later (1 or more months post-treatment). In most cases, the MFR recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on it's own.